Event description:
The stan unit started to smell like burning plastic. A nurse trying to turn the unit off touched the main switch, and it was so hot she instantly pulled her finger away. There was no remaining or residual mark, etc. Noted by the midwife on her finger.

Manufacturer narrative:
Although the initial reportability decision indicated that this was not a reportable event in the us, in response to the FDA warning letter of august 4, 2010, and CAPA project (B)(4), this event will be reported in the us. We are aware that reporting timelines cannot be met with the retrospective reporting.